Event description:
The customer reported that the system intermittently would not display the live image on the left monitor. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor circuit board was replaced and the video controller board video connections were retightened. The system was then found to be operating as intended.